Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering was not able to actuate or lock out the device. The unit was disassembled for further evaluation. Upon disassembly, engineering found damage to an internal component due to excess debris from the procedure. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to the user experience with the device. The root cause of the damage is unknown. The damage to the internal component of the device would likely lead to excessive interference between other components of the device, causing improper clip loading. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical appreciates your feedback and will continue to improve the form, function, and ease of use of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4).the incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clips were scissoring and misfiring during application onto the cystic duct."patient status "unknown."